Manufacturer narrative:
A patient experiencing uncomfortable stimulation at the ipg site was reported to abbott. Subsequently the patient¿s system was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02587, 3006705815-2019-02588. It was reported that the patient experienced uncomfortable stimulation at the ipg site. The patient underwent surgical intervention due to this issue and lead migration (related manufacturer reference number: 3006705815-2019-02590, 3006705815-2019-02591). The leads and ipg were explanted and replaced. Effective therapy was restored post operation.